Event description:
The MFR received info alleging a ventilator was continuously alarming for a "service required" message, there was no pt harm or injury reported.

Manufacturer narrative:
The ventilator was evaluated by the MFR and the customer's complaint was confirmed. The ventilator's oxygen blender pca was implanted to address this issue.